Event description:
The tip of the suction wands are loose and coming off during operation.

Manufacturer narrative:
The subject devices are on route to our facility. Once received, the devices will be decontaminated and subsequently an investigation will be initiated to determine the root cause of the complaint.